Event description:
A customer reported a cartridge alarm 30 during the load process of their pump. There was no adverse impact to the customer's blood glucose level. Despite assistance from customer support to load a new cartridge using the correct technique, the alarm recurred, preventing the resumption of insulin therapy. Consequently, customer support decided to replace the pump, even though it was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.